Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 38x2.5mm, non-totally occluded, eccentric target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 2.50x38mm promus element¿ plus drug eluting stent was advanced to treat the lesion. However, during procedure, the balloon overhung and caused a proximal dissection. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from the balloon. The balloon cone profiles were reviewed and found that the balloon wings and folds were disturbed out of their intended position. Solidified media was also identified inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. No damage was noted on the balloon or any other issue with the balloon profile. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 38x2.5mm, non-totally occluded, eccentric target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 2.50x38mm promus element plus drug eluting stent was advanced to treat the lesion. However, during procedure, the balloon overhung and caused a proximal dissection. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.